Manufacturer narrative:
The insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No unexpected hardware low level failure alarm or audio/vibrate anomaly/absence of alarms were noted during testing; however, hardware low level failure alarm is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer¿s blood glucose was unknown at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump and customer was able to passed the self test. The customer also report that the time was gaining. The insulin pump will be returned for analysis.